Event description:
This case was initially received via regulatory authority FDA (reference number: mw5069329) on 09-may-2017. This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ("bleed a lot and nonstop/ lost a lot of blood") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included cholecalciferol (vitamin d) and magnesium. On an unknown date, the patient had essure inserted. In 2013, the patient experienced genital haemorrhage (seriousness criteria hospitalization, disability and intervention required). On an unknown date, the patient experienced vertigo ("vertigo"), migraine ("migraine"), blood pressure increased ("blood pressure spikes up alot/ blood pressure elevates"), irritable bowel syndrome ("irritable bowel syndrome (ibs)") with bowel movement irregularity, constipation and abdominal pain upper, back pain ("back pain that come and go"), muscular weakness ("neck was weakened"), neck pain ("neck always painful"), headache ("headaches"), balance disorder ("I am losing my balance. When I walk, I lean to my left a lot"), hot flush ("rush of heat on back of neck"), dizziness ("dizzy"), vulvovaginal mycotic infection ("like some type of yeast infection") with vulvovaginal discomfort, malaise ("been sick ever since the implants") and vaginal haemorrhage ("spotting"). The patient was treated with surgery (ablation). She also received blood transfusion. At the time of the report, the genital haemorrhage had resolved, the vertigo, migraine, blood pressure increased, irritable bowel syndrome, back pain, muscular weakness, neck pain, headache, balance disorder, hot flush, dizziness, vulvovaginal mycotic infection and malaise outcome was unknown and the vaginal haemorrhage had not resolved. The reporter provided no causality assessment for back pain, balance disorder, blood pressure increased, dizziness, genital haemorrhage, headache, hot flush, irritable bowel syndrome, malaise, migraine, muscular weakness, neck pain, vaginal haemorrhage, vertigo and vulvovaginal mycotic infection with essure. The reporter commented: patient's concomitant medication included b2, culturelle and cranberry. Hospitalization was mentioned but not specified and/or assigned to one of the events. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted in 2013 and reported adverse events including bleed a lot and nonstop/ lost a lot of blood (regarded as genital bleeding). The patient was treated with blood transfusion and underwent endometrial ablation. Genital bleeding is highly prevalent in women, and may have multiple causes. In this case, no alternative explanation was given for the event. This case was classified as incident since surgical intervention (endometrial ablation) and blood transfusion were required. A product technical analysis is being sought.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ("bleed a lot and nonstop/ lost a lot of blood") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included cholecalciferol (vitamin d) and magnesium. On an unknown date, the patient had essure inserted. In 2013, the patient experienced genital haemorrhage (seriousness criteria hospitalization, disability and intervention required). On an unknown date, the patient experienced vertigo ("veritgo"), migraine ("migraine"), blood pressure increased ("blood pressure spikes up alot/ blood pressure elevates"), irritable bowel syndrome ("irritable bowel syndrome (ibs)") with bowel movement irregularity, constipation and abdominal pain upper, back pain ("back pain that come and go"), muscular weakness ("neck was weakened"), neck pain ("neck always painful"), headache ("headaches"), balance disorder ("I am losing my balance. When I walk, I lean to my left a lot"), hot flush ("rush of heat on back of neck"), dizziness ("dizzy"), vulvovaginal mycotic infection ("like some type of yeast infection") with vulvovaginal discomfort, malaise ("been sick ever since the implants") and vaginal haemorrhage ("spotting"). The patient was treated with surgery (ablation. She also received blood transfusion.). At the time of the report, the genital haemorrhage had resolved, the vertigo, migraine, blood pressure increased, irritable bowel syndrome, back pain, muscular weakness, neck pain, headache, balance disorder, hot flush, dizziness, vulvovaginal mycotic infection and malaise outcome was unknown and the vaginal haemorrhage had not resolved. The reporter provided no causality assessment for back pain, balance disorder, blood pressure increased, dizziness, genital haemorrhage, headache, hot flush, irritable bowel syndrome, malaise, migraine, muscular weakness, neck pain, vaginal haemorrhage, vertigo and vulvovaginal mycotic infection with essure. The reporter commented: patient's concomitant medication included b2,culturelle and cranberry. Hospitalization was mentioned but not specified and/or assigned to one of the events. Quality-safety evaluation of ptc: based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 25-may-2017: de done. Qc pending. F/u date: 25-may-17. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted in 2013 and reported adverse events including bleed a lot and nonstop/ lost a lot of blood (regarded as genital bleeding). The patient was treated with blood transfusion and underwent endometrial ablation. Genital bleeding is highly prevalent in women, and may have multiple causes. In this case, no alternative explanation was given for the event. This case was classified as incident since surgical intervention (endometrial ablation) and blood transfusion were required. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.